Event description:
Customer reported that the endoflator 50 unit stopped pushing gas during a case. They brought in a back-up unit to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The device evaluation has not yet been completed. According to the trend review, one previous case caused a serious injury. Thus, a report is required.

Manufacturer narrative:
As per the manufacturer's investigation report: the product inspection cannot be performed at kst because the device has been lost internally. Based on the investigation results of the us colleagues, the device failed during the long-term test. The most probable root cause is a fault with the power supply. This could be a problem with the power input socket or the fuse, among other things. If the device could be found, the report will be re-opened and adjusted accordingly. A warning in the IFU is listed to always keep a replacement device on hand in case the device should fail.

Manufacturer narrative:
During initial testing, the unit powered off; it is working intermittently. The unit will be sent to the factory in germany for further evaluation.